Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic assembly. Analysis was unable to verify battery out limit alarm and low battery alarm. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 82 mg/dl at the time of incident. The customer stated the insulin pump received a battery out limit and low battery alarms. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.